Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited implant failed. As of this time, the ICD remains in service. No adverse patient effects were reported.